Event description:
Customer reportedly obtained results of 159 mg/dl, 52 mg/dl, and 53 mg/dl on the advantage system within 10 mins. Customer ate after receiving results. No adverse event reported. Requested return of suspect system and replacement was sent.